Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of gel stent blockage and irido-corneal touch are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced anterior chamber shallow with iridocorneal touch. Severity noted as mild. Event is noted as resolved without sequelae. Treatment is noted as atropine. Patient also experienced implant blockage in the anterior chamber. Severity noted as moderate. Event is noted as resolved without sequelae. Treatment is noted as 30g needle sweep of the iris from the implant.